Manufacturer narrative:
The treatment tip was provided for evaluation. The tip had been used for 893 treatments. The tip passed flow and thermistor testing. The tip failed visual inspection due to the observation of dielectric breakdown. Functional testing could not be performed due to the observation of dielectric breakdown. Service confirmed damage on the tip membrane along the rf trace. The investigation found that flames/sparks from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. This evaluation confirms customer¿s account of damage or sparking from the treatment tip. Defects on the tip membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and can potentially cause patient burns. Both the thermage user manual (p009240-05 rev. B) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. A review of the manufacturing records showed all requirements were met. One similar complaint has been reported for this lot, reference (B)(4) to be soon reported. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time.

Event description:
A user facility in (B)(4) reported observation of a spark from the tip membrane during a thermage treatment with 900 pulses completed. The tip was immediately replaced, and the treatment was completed. There was no patient injury.